Event description:
It was reported that the device would not deliver energy during a shock. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and confirmed the reported problem. The root cause of the failure was determined to be due to a failure of the main pcb assembly. The customer declined to have the device repaired. The device was returned to the customer.